Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, shaft breakage occurred. While removing a taxus liberte' 2.50x28mm from the package, the physician wanted to remove the mandrel and felt some resistance and there was some blockage inside the lumen. The physician applied some pressure and the shaft broke into two pieces. This product was not used on the patient.

Manufacturer narrative:
A visual and microscopic examination of the device found the device was returned with the product mandrel inserted and it was unable to be removed. The stent balloon protector was not attached. The stent was damaged. One strut was raised proximally on the first row at the distal edge of the stent. This type of damage is consistent with the delivery system encountering some form of restriction. There was a slight kink on the stent 9mm from the proximal edge. This was the point at which the product mandrel was obstructed from moving. This type of damage is consistent with excessive force being applied to the delivery system. The damaged stent sections to have the following approximate diameters: distal section 1.28mm, stent kink 1.29mm, normal stent section 1.09mm. The stent had moved approximately 2mm proximally on the balloon. There was a break along the midshaft of the device approximately 15mm proximal to the port area and there were kinks along the entire length of the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The manufacturing records have been reviewed and no issues or discrepancies were found. The root cause for this complaint will be considered to be handling damage since the damage occurred during unpackaging prior to use in the patient.